Event description:
It was reported that this device battery prematurely depleted and is now in the replacement interval window. Device shows consistency with lv capacitors advisory. Device replacement was recommended. Device remains in service. No adverse patient effects were reported. Additional information indicates that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field h1: type of reportable event h6: impact codes

Event description:
It was reported that this device battery prematurely depleted and is now in the replacement interval window. Device shows consistency with lv capacitors advisory. Device replacement was recommended. Device remains in service. No adverse patient effects were reported.